Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI upn: m365sc2408560 model: sc-2408-56 serial: (B)(6) batch: 7070316 UDI: (B)(4). Product family: scs-linear leads-MRI upn: m365sc2408560 model: sc-2408-56 serial: (B)(6) batch: 7070340 UDI: (B)(4).

Event description:
It was reported that the patients spinal cord stimulation (scs) system had migrated. The patient underwent an scs replacement procedure. The explanted device components will not be returned as per facility policy.